Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent struts were lifted up and could not cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent strut rows were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent struts were lifted up and could not cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.